Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that later on the patient was operated with expandable corpectomy device(ecd) after few days.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary we have forwarded the received information to the responsible people for investigation. Find the statement below: summary (results + date): human error at order entry lead to incomplete shipment of product to customer. Corrective/preventive action: generation of workinstruction for order process of dps instruments/implants sets. Refresher training of sales representatives on order process. Product training for customer services representatives. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for one (1) unknown vertebral body replacement - expandable/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the customer ordered an expandable corpectomy device(ecd) set requirement for the surgery on (B)(6) 2018. The set as ordered was delivered properly before the day of the operation on (B)(6) 2018 and it was confirmed that the set had arrived. Later, it was declared that the implant could not be found in the set. The surgeon was offered an alternative set (synmesh of the lbk neuro). Unfortunately, the surgeon stated that this is not an alternative since the patient was already intubated. The operation had to be stopped inevitably. It was reported that when the set was ordered, it was thought that the implants and the instruments would be on the same box or package, so the order was done only for the instrument set order number. Thus, only the instrument set was received without implants in it. This report is for one (1) unknown vertebral body replacement - expandable. This is report 1 of 1 for complaint (B)(4).